Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the lips with .7 ml of juvéderm® volbella¿ xc. The patient experienced ¿significant bruising¿ during injection, so the rest of the syringe was not used. Three months later, the patient was injected in the lips with .3 ml of juvéderm® volbella¿ xc. The next month, while traveling, the patient experienced a non-device related ¿cold¿, as well as a non-device related ¿sinus infection", and "swelling of the lips.¿ the patient was prescribed augmentin. The patient then developed a ¿nodule¿ in the upper right lip 16 days later. By the fifth day, the lips were ¿more swollen,¿ prompting additional augmentin to be prescribed. After 4 days, the swelling was worse, and the patient was treated with 225 units of hylenex. The patient was then prescribed a tapered dose of prednisone and the augmentin was switched to doxycycline. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-17426). This emdr is being submitted for the second injection of suspect product, juvéderm® volbella¿ xc.

Event description:
Healthcare professional reported injecting a patient in the lips with .7 ml of juvéderm® volbella¿ xc. The patient experienced ¿significant bruising¿ during injection, so the rest of the syringe was not used. Three months later, the patient was injected in the lips with .3 ml of juvéderm® volbella¿ xc. The next month, while traveling, the patient experienced a non-device related ¿cold¿, as well as a non-device related ¿sinus infection", and "swelling of the lips.¿ the patient was prescribed augmentin. The patient then developed a ¿nodule¿ in the upper right lip 16 days later. By the fifth day, the lips were ¿more swollen,¿ prompting additional augmentin to be prescribed. After 4 days, the swelling was worse, and the patient was treated with 225 units of hylenex. The patient was then prescribed a tapered dose of prednisone and the augmentin was switched to doxycycline. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-17426). This emdr is being submitted for the second injection of suspect product, juvéderm® volbella¿ xc.